Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into a power source. No impact to customers's blood glucose level.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd, a supplemental form will be completed.